Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a robotic assisted inguinal right hernia procedure, the patient woke up with a lot of pain. The patient asked for medication and was told that it was normal. After two weeks, the patient was still in a lot of pain, the patient felt stabbing pain on the right side and was not able to stand up straight at all. The patient felt that something inside was ripping and that someone was taking a knife and stabbing the patient¿s stomach and felt that someone has taken a hot pan and burned the patient¿s stomach. The patient also had a belly button repair. The patient¿s belly button felt like there was a razor blade in the patient¿s stomach. When the patient pressed anything on it, it was so painful it was even painful to have the patient¿s underwear in the patient¿s stomach, the patient had to wear it low. After numerous marcaine shots the patient was still in pain. The patient also had 2 nerve blocks done. At about 8 weeks the patient was finally able to walk upright, but all three places still hurt a lot. The patient had weeks of physical therapy as well as months of acupuncture and was still in pain. The patient developed a lump under the belly where the inguinal mesh is. That is exactly where it hurts the most. The patient¿s belly button still feels like there is a razor blade inside it. It was such a stabbing pain that the patient thought for sure the dr. Must have left something inside. The patient had an ultrasound and a CT scan with contrast done; both did not show anything. The patient stated that sometimes it feels like the mesh moves over different nerves and get stabbing pains in the vagina. The pain in vagina can last hours until the patient got to sleep and lay flat. The patient cannot lay on the sides anymore because it feels like the mesh is pulling inside of the skin-like a weight and it hurts a lot. The patient can't sleep well at night because it hurts and wakes the patient up through the night. The patient¿s doctor put the patient on gabapentin as well as tylenol but it didn't help at all.